Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost some weight and the scs ipg was shifting in the pocket causing pain and difficulty communicating when charging. Surgical intervention may be taken to revise the patient's scs ipg pocket.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. It was noted during the procedure, the new ipg was placed in the same pocket, but pocket was made more lateral and deeper. Reportedly, effective therapy was established following the procedure.